Manufacturer narrative:
(B)(4).

Event description:
It was reported end of service (eos)/end of life (eol) message appeared. It was recommended that implantable neuro stimulator be replaced. Pt stated she had a fall in (B)(6), which was when her symptom control began to decrease. At the time of this report, no further details were reported. Additional info was requested and will be provided when available.